Event description:
It was reported that a spectrum pump had an improper shutdown during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the devic and found it was in specification in relation to the reported symtpom, improper shutdown, which was not reproduced but was confirmed during a review of the device event history log as "improper shutdown"messages while the pump is on battery power. The device passed testing and no component could be identified for causality.